Manufacturer narrative:
Alleged failure: poor image. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: coupler conforms to specifications. During testing it was determined that the complaint reported was a camera head issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the device had a dark image. A replacement was used to complete the procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had a dark image. A replacement was used to complete the procedure.